Event description:
It was reported that the patient was experiencing undesired sensations that were simulation related. An impedance check revealed that all contacts on the lead displayed high impedance readings. The patient was admitted to the hospital and underwent a lead replacement procedure. The patient again has good coverage, and is satisfied with the stimulation. The explanted lead will be returned.

Manufacturer narrative:
The returned lead was analyzed and the visual, microscope, and x-ray inspection revealed that all cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient was experiencing undesired sensations that were simulation related. An impedance check revealed that all contacts on the lead displayed high impedance readings. The patient was admitted to the hospital and underwent a lead replacement procedure. The patient again has good coverage, and is satisfied with the stimulation. The explanted lead will be returned.